Manufacturer narrative:
(B)(4). Date of event: publication year of 2009. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: harmonic scalpel in the treatment of zenker¿s diverticulum. Author/s: anthony f. Fama, md; eric j. Moore, md; jan l. Kasperbauer, md. Citation: laryngoscope, 119:1265¿1269, 2009; doi: 10.1002/lary.20247. The objective of this retrospective study is to describe the transoral treatment of zenker¿s diverticulum with a harmonic scalpel and review the initial outcomes of patients treated with this technique. From march 1, 2007 to august 1, 2008, a total of 25 patients (n=15 males, mean age: 76 years, range: 62-85 years) who were treated for a zerker¿s diverticulum with the harmonic scalpel were included. The harmonic scalpel (ethicon) was inserted with the shears open, and they were closed around the septum. The machine was set to a minimum value of 3 and a maximum value of 5. The harmonic scalpel was activated to seal and divide the tissue. After one cut, the intervening septum was reassessed; if necessary, additional cuts were made to divide the septum down to the inferior aspect of the diverticular pouch. Complaints included cervical subcutaneous air during a postoperative physical examination (n=1). The patient was observed initially and dismissed home with instructions to watch for worrisome signs and symptoms. He was seen 3 weeks postoperatively, and at that time, he was tolerating a regular diet with no chest pain and had resolution of neck and chest crepitus. Other complaint is recurrence (n=1) that was proven with a barium swallow study. This patient was treated with an open surgical technique. This study demonstrates that the harmonic scalpel is a safe and effective alternative. Longer follow-up time is needed to assess long-term success and incidence of recurrence with this new technique.